Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, the evaluation is in progress. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility felt something was wrong with the distal end of the subject device. After withdrawing the subject device from the patient, the user inspected the subject device and confirmed that a metal wire protruded from the bending rubber of the subject device. The user facility thought that the patient could get hurt if the user facility would continue using the subject device. Therefore the user facility completed the intended procedure by exchanging the device. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The evaluation of the subject device by olympus medical systems corp. (Omsc) confirmed that a metal wire which protruded from the bending rubber of the subject device was an element wire of the angulation wire. Omsc reviewed the repair history of the subject device and confirmed that the angulation wire of the subject device was repaired on march 23, 2018. The exact cause could not be determined at present, because the evaluation is in progress. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".